Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on MFR-0001038806-2019-01683. The following sections are being reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Brand name and device product code is unknown. Catalog number and lot number are unknown.

Event description:
Doctor reports that the unknown zimmer screw fractured. Tooth site # 29.